Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. It passed all performance tests. The complaints could not be duplicated.

Event description:
The unit might be overfilling final containers based on source containers emptying earlier than anticipated. The caller said this was occuring on the station with the electrolyte pool which they put in an evacuated bottle and allow for 10% overage. The unit is programmed manually. The account has not seen any pt incidents. The user was advised not to use the unit, which was swapped out. 8/25/96.